Manufacturer narrative:
Concomitant medical product: product ID: 977a260, lot# serial# (B)(4) implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient¿s stimulation from their implantable neurostimulator (ins) moved mostly to their left leg following a fall. It was noted that they were getting stimulation to both legs before the fall. Diagnostics performed included impedance testing which showed values were ¿good¿ for both leads. The cause of the event issue was not determined. It was also reported that the patient¿s pain was mostly ¿left sided¿ and that they were receiving good stimulation to the left side but just ¿a little¿ to the right side. There were no reported complications or symptoms associated with the event. The patient was to decide if further action was needed and was going to call their physician if necessary. If additional information is received, a follow-up report will be sent.